Manufacturer narrative:
(B)(4). This is a report was generated from an article published in 2015 [kumar s, goyal k, dubey s, bindra a, kedia s. (2015) anaphylactic reaction after autologous blood transfusion: a case report and review of the literature, asian j neurosurg. 2015 apr-jun; 10(2): 145¿147.] Regarding an adverse event with the use of floseal. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced intraoperative anaphylaxis while undergoing an l2-l3 laminectomy/pedicle screw fixation. The cause was reported to be due to mixing floseal with an autologous blood transfusion. The anaphylaxis was manifested by sudden decrease in blood pressure and tachycardia, and an increase in airway pressure. The patient also experienced erythematous patches throughout the body and facial edema. The patient was treated by stopping the transfusion, a fluid bolus, oxygen and phenylephrine. The patient was administered (1000 ml of crystalloid solution, 300 mg intravenous hydrocortisone, 25 mg chlorpheniramine, and 100 micrograms epinephrine) as treatment for the anaphylactic reaction. The patient was stabilized and transferred to the intensive care unit and was mechanically ventilated. It was reported that the patient was extubated and was discharged seven days postoperatively. Further outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.